Event description:
The customer obtained positively biased vitros trop I es results during a patient correlation study with vitros trop I on a vitros eci. While troubleshooting the issue in late 2007, the customer obtained false negative trop I es results on 2 samples. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The biased results were not reported. There was no report of patient harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that the vitros eci was operating as expected. There were no false negative results obtained using trop I es; however, false positive results were obtained using trop I on 2 samples from the same patient. The root cause is consistent with an unk interferent such as an heterophilic antibody; however, no sample was available for additional testing.